Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient of unknown race and ethnicity underwent primary breast augmentation with a 420cc mentor smooth round high profile on both sides and experienced bilateral breast implant deflation postoperatively. As a result, the devices will be explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient experienced only right side deflation and underwent unilateral replacement with 420cc saline implant filled to 450cc saline on (B)(6) 2020. Hence, field 6b has been updated on this form to reflect the change. There was no issue reported on the left side. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6)2020. Device evaluation summary: according to the information received, the patient experienced deflation in the right breast implant. During the visual evaluation of the device, a tear was observed on the anterior aspect, measuring approximately 0.1 cm. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).